Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit went to ventilator inoperative with error codes messages of data acquisition (da) pcba adc reference failed and machine and proximal pressure sensors failed. Customer stated that there was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer (fse) ordered the data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit to customer for replacement. Multiple attempts were made to follow-up with the customer to obtain resolution of the unit; however, there was no response. If information is received at a later date, this complaint will be re-opened and update accordingly. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.